Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, per report the cause for the femoral artery thrombosis was patient factors (severely sclerosed arteries with plaque and calcification and severe arteriosclerosis). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate through the japanese tavi registry, one day post implant of a 23 mm sapien 3 valve by transfemoral approach the patient experienced circulatory collapse associated with decreased level of consciousness and lactic acidosis. The patient was intubated, massive transfusion and fluid bolus were administered. A whole-body computed tomography (CT) revealed acute bilateral femoral artery obstruction. A thrombectomy was performed and proper blood flow was regained in the right femoral artery. However, impaired blood flow remained on the left side. A left popliteal artery obstruction due to thrombus displaced from the femoral area was observed y a endovascular thrombectomy and balloon angioplasty was performed, and blood flow was regained. The patient¿s condition improved by postoperative day (pod) 42. Per report, adverse events may have been attributed to percutaneous access to a severely sclerosed area covered with plaque and calcification. Due to severe arteriosclerosis, thrombus formed around the access site and obstructed the arteries, leading to lactic acidosis, disseminated intravascular coagulation, and circulatory collapse. However, exact cause of clots formation could not be determined. The patient¿s access vessel was severely sclerosed with plaque and calcification.